Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 150410124, work order (B)(4) was manufactured on 21/october/2014. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. One deviation found. O nr-0100007 is associated with this lot. This was raised to address the issue of the drawing revision number on the completed inspection sheet for attune ps fem lt sz 6 cem which was at revision g and did not match the drawing revision on the lot traveller which was at revision h at the attune inspection work step. No risk to the product was determined as no product was affected due to this non-conformance. There is no correlation with the complaint failure mode.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral implant did not seat while cementing and hung up medially. A lateral condyle fracture occurred while impacting. The original implant was removed. The fracture was addressed with lag screws. A new femoral component was implanted without issue.